Manufacturer narrative:
Date of event is estimated. The allegation is against 1of 4 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6953164. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6953164. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6953164.

Event description:
It was reported that one of the patient's leads had high impedances. It was confirmed via x-ray that the lead was fractured. In turn, surgical intervention may take place to address the issue. Note: investigation was unable to determine which lead had fractured.

Event description:
Additional information received indicates surgery took place wherein right l1 lead was explanted and replaced to address the issue. During the procedure the physician elected to explant all 4 leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.